Event description:
It was reported that the bur broke during a micro disc procedure. The head of the bur could not be found. Fluroscopy imaging was used to determine that the bur was not left in the surgical site. The case was completed successfully. The length of the delay was unknown. There were no adverse consequences associated with this event.

Manufacturer narrative:
The definite root cause of this issue is multi-factorial. Device not returned for evaluation.

Event description:
It was reported that the bur broke during a micro disc procedure. The head of the bur could not be found. Fluoroscopy imaging was used to determine that the bur was not left in the surgical site. The case was completed successfully. The length of the delay was unknown. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device is not available for evaluation. If additional information becomes available and the device is returned a follow up report will be submitted. The device will not be returned for evaluation.